Manufacturer narrative:
Evaluation results/conclusions: inherent risk of procedure: (dissection and occlusion). (B)(4).

Event description:
During the index procedure the physician used a pacific extreme balloon to treat the right sfa. Device was successful; however it was reported that during treatment, a dissection occurred. The investigator assessed that the event was not related to the study device and definitely related to the procedure. Event was resolved. Approximately 6 months post index procedure the patient presented with occlusion of the right sfa. Patient was treated by atherectomy approximately one month later. Investigator assessed that the event was not related to the study device or procedure. Event was resolved.